Event description:
It is reported the system displayed an intermittent communication error which caused the system to lock up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and reseated. The system was tested and found to be working as intended and returned to service.